Event description:
The nurse reported a corneal burn occurred. The surgeon stated he was in the sculpt mode during phaco. The surgeon lowered the bottle height from 95 to low 60's. The surgeon stated the occlusion bell sounded, but there were no system messages displayed. The surgeon stated the corneal burn was in the periphery of the eye and that the patient would recover without consequence.

Manufacturer narrative:
The company service representative examined the system and did not find any problems. The handpiece was tested and the cable seemed loose. The cable was wiggled while testing, and the system never displayed a system message. The system was then tested and met all product specifications. The phaco handpiece and tip have been received for in house testing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer.